Event description:
A customer reported that during a procedure the system was "heating." It was also noticed after the case was completed tha the laser shutdown on its own. The case was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The report was mailed to FDA on: may 9, 2014. (B)(4).